Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle clog & needle bent. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle clog & needle bent. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that after injection there was no insulin flow with a bd ultra fine¿ pen needles. Summary of initial report: it was reported that consumer could not get any fluid during the injection, and that pe was bent. The following information was provided by the initial reporter: consumer reported she cannot get any fluid during the injection from the needle. Also reported pen needle is bent on npe and pe. Incident date-unknown; occurence-unknown. She noticed the pe bent while she was speaking on phone. Sample available for both she has mixed in with 20 needle that was kept aside. She does the priming. She visually tests the needle. She uses new pen needle for her injection. She rotates the skin site for her injection each time.